Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that during a dhs procedure, the surgeon inserted 2 omega 3 cortical screws proximally and the second cortex fractured. The case was completed by removing the plate and implanting a longer plate.